Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00954. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A transesophageal echocardiogram (tee) was performed and no baseline pericardial effusion was observed. During the procedure, a watchman® access system was used with 24mm watchman ® laa closure device which was successfully implanted in the laa. There was no effusion detected during the post procedure tee. On the angiogram, the implanter detected a slight shadow caudal to the cardiac silhouette, which he determined was an effusion. The physician reversed the heparin. The patient was asymptomatic. At follow-up the next morning, the physician stated that the patient remained in good condition and the effusion was unchanged. No further patient complications were reported.